Event description:
It was reported that during an implant procedure, prior to the physician making an incision, the patient stopped breathing. The patient was revived, transported to the hospital for observation and is doing fine. The physician believes that the patient stopped breathing because of the patient's medications and that the event was not device related. The unused device was discarded by the facility.